Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 72-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The clinician was changing the cassette when accidentally slightly bent the disc holder on the automated impella controller (aic). The aic was still able to detect the disc and continued with prompting. The clinician was advised to have another aic in case purge alarms occurred. There was no patient harm.

Manufacturer narrative:
The investigation into the aic - purge issue ¿ other has been completed since the original report was filed. The console was returned and tested after arriving in fs. Upon examining aic for any visible defects, it was evident that the purge retainer was broken. The cause of the issue was a broken purge retainer.